Event description:
Consumer called to report inconsistent readings with her meter when compared against a lab reading. Analysis run on consensus error grid using lab readings (39) as ref point vs. Bd readings (75) yielded some data points in the c zone of the grid, outside of acceptable limits.